Manufacturer narrative:
E1: initial reporter phone no. (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system continu-flo solution sets separated from the y-site clearlink. The process step during which this occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device and three photographs of the sample were received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the tubing and the second y-site clearlink in the upstream part. It was also observed that there was a potential lack of solvent in some areas of the tubing. Dimensional testing was performed at the clearlink y-site housing and tubing, and both were according to specification. The reported condition was verified. The cause of the reported condition was an improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.